Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks for noise on the right ventricular lead. The lead also had high impedance and a possible fracture. It was also reported that the patient is morbidly obese and the fracture occurred due to chronic heavy lifting. The lead was capped and replaced. No further patient complications have been reported as a result of this event.